Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medications (dose, route and frequency not reported) for the event. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). At the time of this report, the patient was reported to have recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.